Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level as the issue did not lead to a pump shutdown. Technical support instructed the customer to uninstall and reinstall the mobile app and monitor the battery depletion, ensuring it does not exceed 35% per day. The customer understood and acknowledged these instructions.